Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received. In addition, the customer stated that they believed they over bloused for food consumed. Customer reported blood glucose level was 70 (mg/dl). Customer consumed a candy bar.